Event description:
It was reported that the home patient (hp) felt full during dwell one on the home choice (hc). The care giver (cg) stated the hp had been using a 2000ml manual bag during the day with antibiotic for six days. The technical service representative (tsr) discovered through troubleshooting that the hp¿s initial drain alarm (ida) was set to 0ml. The tsr advised the cg to have the hp sit up and perform a manual drain. The manual drain volume (dv) equaled 3670ml. The tsr arranged to swap the hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was a false empty was detected at initial drain and the initial drain was met. Should additional relevant information become available, a supplemental report will be submitted